Event description:
Patient was being treated for giant ruptured aneurysm in the mca with penumbra 400 coils. After positioning the first coil, it was unable to be detached using the detachment handle. The detachment handle was switched. The physician noted the pet lock on the pusher assembly was separated by 2 or 3 mm at this point. The coil then detached when mostly in the delivery microcatheter. The microcatheter was retrieved with the coil inside without any problem. Two more coils were attempted to be placed but both were unable to successfully be detached. Both were retrieved completely. Two coils were eventually placed successfully and the procedure was ended.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00256, 3005168196-2013-00257, and 3005168196-2013-00258. Device discarded by hospital.